Event description:
Complainant alleged that while attempting to monitor a pt with atrial fibrillation, the device intermittently had no display when the main switch was tapped and the device intermittently changed leads. There was no adverse effect to the pt as a result of the reported malfunction.